Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of blackout in image was not confirmed. Based on the results of the investigation, it is likely that the kink of the image sensor cable was caused due to stress during a repair and since strongly external load due to unexpected stress such as excessively twisting and bending was applied to the cable. However, could not specify the root cause. The following is included in the instructions for use (IFU): - chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the while using a combination of deflectable videoscope, video system center and light source a screen blackout happened. The issue occurred during surgery; the procedure was completed with a similar device. There were no reports of patient harm.